Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event cannot be conclusively determined. The patient presented acutely ill and was admitted with bacteremia, acute respiratory distress syndrome (ards), and respiratory failure which required intubation. The patient was septic and a blood culture on (B)(6) 2019 was positive for streptococcus agalactiae. The bacteremia was treated with vancomycin and piperacillin-tazobactam. Once the septic shock resolved, the patient was taken off pressors and continued to wean from the ventilator. The patient remained with a trach collar but was overall improving. No vad related issues or difficulties were reported. The patient remains ongoing on vad support. No product available for investigation. The heartmate ii lvas IFU lists infection, sepsis, and respiratory failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in regard to preventing infection are outlined in various sections of this document, including section 6-9 entitled "patient care and management - controlling infection." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented on (B)(6) 2019 acutely ill and admitted with bacteremia along with acute respiratory distress syndrome (ards) requiring intubation while on med-flight from canada on (B)(6) 2019. The patient was reported to be septic with blood culture on (B)(6) 2019 and tested positive for strep. Agalactiae was not thought to be device related. The patient is on pressor support with resolution of septic shock and will continue to be wean from ventilator. The patient is currently with trach collar; overall improving. The vad team indicates no lvad malfunction or difficulties. Infectious disease (ID) following for bacteremia. Bacteremia was treated with vanc and piperacillin-tazobactam. No additional information was provided.